Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation. No hardware abnormalities that would have resulted in the reported event were identified. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During the procedure, when using the lesion function, the generator did not heat up to temperature. The procedure was unable to be completed and the patient received a steroid injection instead.